Event description:
It was reported the patient was in the intensive care unit with pneumonia. The pump was programmed to the stopped pump mode. Per reporter, the device was not responsible for the pneumonia. The pump was delivering morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8711 lot# n107110003 implanted: (B)(6) 2007 explanted: unk. (B)(4).